Event description:
Update 1/20/15 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicate pain. The stem is being added for the alleged high metal ions (no labs provided).the complaint was updated on: 2/13/2015.

Manufacturer narrative:
Examination of the reported devices was not possible as it was not returned. A search of the complaints databases identified one other report against the provided femoral head product/lot code combination. The search was not possible against the reported liner as the necessary product/lot code combination was not provided. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised for pain and elevated metal ions.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate this complaint is considered completed..

Manufacturer narrative:
(B)(4).